Event description:
It was reported that during device preparation the 8x60mm absolute pro protective sheath covering the stent was slightly retracted from its proper position and the stent distal end was reportedly expanded. The device was not used in the procedure. There was no patient involvement. No additional information was provided. Returned device analysis revealed the stent implant was exposed and not expanded.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: fox cros 6.0x40mm; absolute pro 8.0x80mm; sheath: 6 fr; other: priority pak evaluation summary: evaluation of the self expanding stent system (ses) noted blood on the handle and saline in the distal outer sheath. This is consistent with handling of the device during preparation of the device. Premature deployment can be the result of, but is not limited to, handling of the device, interaction with the lesion/anatomy, accessory devices or previously implanted stents, and/or physician technique. The stent implant was partially exposed distally from the distal outer sheath, for a length of 4mm. The distal outer sheath was not retracted and the handle was in the locked position. The proximal end of the stent implant was mislocated on the stent holder 9 mm distal to the proximal marker band. There was a kink in the distal outer sheath at the distal end of the proximal marker band. There was no other damage noted to the ses. Analysis opened the handle and noted the rack was in the distal position and was not retracted. All the mechanisms were intact with no anomalies noted. In this case, the returned ses analysis suggests that the reported premature deployment or stent being partially exposed from the sheath may have been the result of inadvertently grasping the tip of the ses while removing the mandrel during preparation and subsequently contributed to the noted mislocated stent on the stent holder. The kink to the distal outer sheath most likely resulted form handling after removing the tip mandrel. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Although a conclusive cause could not be determined there are no indications of a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.